Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck device was frozen/would not move-chuck seized, was difficult to assemble/disassemble and had component damage. It was further determined that the device failed pretest for check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling and check the cannulation of attachment. It was noted in the service order that the device was stuck and did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not function was not confirmed. Therefore, an assignable root cause for the reported condition of does not function was not determined. However, during evaluation, it was determined that the device was frozen/would not move-chuck seized. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).